Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter identified a kink observed in the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was initially returned to the manufacturer for disposal only regarding a patient death. The cause of the patient's death was "pending further study." Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Interrogation of the device revealed it contained morphine, bupivacaine, clonidine and fentanyl. If information is provided in the future, a supplemental report will be issued.